Event description:
It was reported that the patient contacted support after a trainer suggested lowering the glucose target due to nocturnal lows, and the patient expressed concern that this change could increase hypoglycemia; review of reports indicated the patient was overtreating hypoglycemia and was advised to avoid nighttime snacks, with education and troubleshooting completed. Symptoms included hypoglycemia. Outcomes included no hospitalization or emergency treatment, with the patient self-treating lows using oral glucose. Investigation included review of available reports and user counseling. Investigation of this case revealed user-related overtreatment of hypoglycemia. It was concluded that the device functioned as designed and the event was related to user behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.